Event description:
Ous MDR - boston scientific received information that during a follow up visit, this atrial lead displayed loss of capture at 6.5v. A review of the patient's data revealed this has been ongoing since implant. No atrial threshold measurement could be obtained. Since the patient converted out of atrial fibrillation, the lead has not captured appropriately. A decision was made to further monitor this lead. No adverse patient effects. Were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.